Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that when the display screen went blank before and after a battery change and the display did not return. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised to clean the battery cap and replace the battery but the screen did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.